Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Items not revised: cotyle "anca" avec trous a/revet. Hap 52, catalog # ppr67252, lot #t02118020, qty 1. Insert ceram "anca fit?" 28/40 50-52-54/28 al2.o3 bio. Forte, catalog # ppr67510, lot # t09133022, qty 1. Tige "anca fit?" Rev. Hap 1/3 proximal 11g, catalog # ppr67606, lot #p0760727-2, qty 1.